Manufacturer narrative:
Ge healthcareâ¿¿s investigation is ongoing. A follow up report will be submitted after the investigation has been completed. UDI_not_required. Legal manufacturer: (B)(6).

Event description:
It was reported that a patient penetrated the scan window during a CT scan; sustaining a scratch. While there was no serious injury, penetration of the scan window during scanning could result in a serious injury. Serious injury is not likely since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality. Serious injury is not the normally anticipated outcome associated with patient motion issues.

Manufacturer narrative:
The root cause was determined to be unintended user error, i.e. The operator did not properly position and strap the patient securely for the procedure. The user manual provides instructions on appropriate patient positioning. The gantry design includes requirements for mechanical strength to satisfy requirements for enclosures. The design for CT system complies with appropriate standards.